Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) and was . Subsequently hospitalized due to an elevated blood glucose (bg) level of 560 mg/dl. Reportedly, while the customer was in the emergency room the customer was vomiting and ¿feeling bad¿. Customer was treated with intravenous insulin and fluids, and was released from the hospital on (B)(6) 2019 with no permanent damage. Subsequently, after being released from the hospital the customer¿s bg level began to elevate, and customer went back to the emergency room the following day due to a bg level of 490 mg/dl. Customer was treated with an insulin injection and was released from the ER after a ¿couple of hours¿. Upon being released from the ER customer ¿felt fine¿. Troubleshooting with tandem technical support was performed and determined the cause of the reported issue was due to a kinked cannula. The customer did not provide the type or manufacturer of the infusion set that was in use. Multiple attempts were made to follow up with the customer; however, a response was not received.